Event description:
It was reported that the left ventricular lead exhibited loss of capture and impedance less than 200 ohms. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.